Manufacturer narrative:
Two samples were received for evaluation; no pictures were provided. Visual inspection found no discrepancies, and functional testing also found no discrepancies. The reported issue could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use, the device exhibited an alarm for ¿no cassette¿. There were two cassettes used. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
B3: event date january 2024. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.